Manufacturer narrative:
The user experienced severe hypoglycemia requiring hospitalization while on ilet therapy. Severe hypoglycemia can result in acute medical intervention and is consistent with the reported need for IV dextrose. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Additional information confirmed that the user administered a manual insulin injection while remaining connected to the ilet, which may have contributed to excess insulin exposure. Based on available information, the event is attributed to use-related factors involving concurrent manual insulin administration while connected to the device. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 06-apr-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 24 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with IV dextrose, and discharged on (B)(6) 2026. No long-term health effects were reported.